Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set soft cannula bent event on (B)(6) 2024. The set was in use for less than five hours and event occurred after three hours of insertion. Insertion site was at abdomen. Blood glucose levels were 395 mg/dl at the time of event. Patient replaced cartridge/ infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.